Event description:
Hospital states unit goes inop with code e-02 displayed. Hospital states no pt adverse reaction from event.

Manufacturer narrative:
The failure of this pcb was caused by a momentary short at the remote call jack which caused too much current to be drawn thru r1 causing it to burn. This short was caused by someone either removing the plug for the remote call box from the jack while the unit was on or placing a metallic object into the jack.